Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the c9 capacitor component was shorted and the pcb was thermally damaged. The cause of the inability to power on is the damage to the c9 capacitor component and board. In addition, the front response button cable was melted. The cause of the melted cable is the shorted c9 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged capacitor.